Event description:
It was reported there was stimulation in the wrong location. The patient wanted a representative to ¿recalibrate¿ the device as the coverage had shifted. It was noted this need to adjust coverage had been occurring since (B)(6). It was later reported the patient had not been reprogrammed since the beginning of the summer. For two months the patient had had pain in their legs. It was also noted the patient had severe pain because of the weather and because of being more active from moving. It was noted the pain was moving up into their ¿hardware¿ it was further clarified that ¿hardware¿ meant titanium rods, screws, and cage that was in the patient¿s spine at t11-l2. It was noted the patient could feel it ¿short circuiting into their hardware.¿

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).